Manufacturer narrative:
Following receipt of products and patient x-ray attachments, the complaint was transferred to bioengineering for investigation (B)(4) 2011. Following investigation by bioengineering, it was concluded that: squeaking is common in ceramic-on-ceramic total hip replacements and occurs for unknown reasons. From inspection of the head markings and examination of depuy surgical techniques for duraloc option, the head does not appear to be of depuy origin. The surgical technique and IFU indicate use only of depuy biolox forte alumina ceramic heads with duraloc option ceramic liners. The complaint shall be closed with an unjustified conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Addendum added (B)(4) 2011. Conclusion and justification status: following requests for further information from depuy representative, further information was provided by depuy bioengineering. However, this did not affect the investigation conclusion. The complaint shall be closed with an unjustified conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Event description:
Revision due to a creaky sound.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.